Manufacturer narrative:
A visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. A device history record (DHR) and a review of similar complaints could not be performed as the device lot number is unknown. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label. However, the dfu states "a stent may require 24-72 hours to expand fully." Based on the evaluation conducted, no definitive root cause could be determined.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent was implanted within the esophagus of a patient during a stenting procedure on (B)(6), 2011. According to the complainant, the patient's anatomy was moderately tortuous, however no dilatation was performed. Following deployment, it was noted that the flare of the stent did not fully expand. Forceps were used to manipulate the stent and aid expansion. During this attempt, the retention suture was cut, however the stent did not unravel. The physician then attempted to dilate the flare with a cre balloon, however the flare could not be opened fully. Boston scientific has been unable to obtain if further intervention will be performed or if the flare was opened sufficiently, however it was reported that the patient's condition post-procedure was good and that there were no patient complications as a result of this event.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was (B)(6). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent was implanted within the esophagus of a patient during a stenting procedure on (B)(6), 2011. According to the complainant, the patient's anatomy was moderately tortuous, however no dilatation was performed. Following deployment, it was noted that the flare of the stent did not fully expand. Forceps were used to manipulate the stent and aid expansion. During this attempt, the retention suture was cut, however the stent did not unravel. The physician then attempted to dilate the flare with a cre balloon, however the flare could not be opened fully. Boston scientific has been unable to obtain if further intervention will be performed or if the flare was opened sufficiently, however it was reported that the patient's condition post-procedure was good and that there were no patient complications as a result of this event. ***on (B)(6), 2011 it was reported to boston scientific that the patient passed away from lung cancer. The physician stated that the patient's death was unrelated to the stent placement. The date of death could not be confirmed, but it was approximately one week from the procedure performed on (B)(6), 2011. The complainant stated that an autopsy will not be performed.